Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera cable is leaking. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure - it is likely the image fault was due to the camera cable leaking. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no picture displayed when the camera was plugged in. The issue occurred during a therapeutic laparoscopic segment hepatectomy procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had no picture displayed when the camera was plugged in. The issue occurred during a therapeutic laparoscopic segment hepatectomy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.